Event description:
On three separate occasions pts experienced delayed neurological deficit post-surgery after an epidural. No pt info/consequence was provided for incident #1 or #2. For incident #3 the pt was given steroid medication and reported as recovering motor functions.